Event description:
Pt was receiving a morphine infusion via a baxter 6301 infusion pump. At approx 2230 the rn hung a bag containing morphine sulfate 45mg in 45ml of d5w and the set the pump at 4 cc/hr. The rn returned at approx 2330 and found that the bag was empty. Pump was locked when discovered and rn recalls locking pump when discovered and rn recalls locking pump when bag was hung. When discovered, pump indicated 7cc had infused. The tubing and bedside was checked and there were no indications of any leakage.